Event description:
It was reported that during a lobectomy procedure, the device would not open after the first firing and third stroke. Another device was used to cut along the device, and then the device was cut out. The patient is fine.

Manufacturer narrative:
Result- damaged knife. H3. Eval summary: the analysis results found that one device was returned with closing trigger and anvil closed. A cartridge was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely and no permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws." The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. However, it cut jagged due to a damaged knife. Event described could not be confirmed as the device was opened and closed without any difficulties after the clips were removed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.